Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was confirmed due to an internally shorted u612 inverting charge pump on the ca board and a burnt c655. Upon investigation the monitor was unable to complete a baseline and detect and treat testing. The root cause for the defective u612 and burnt c655 components could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.